Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon bursts while blowing it inside the patient's body. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon bursts while blowing it inside the patient's body. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable. It was further reported that the 50% stenosed target lesion was located in a 30% tortuous and 30% calcified radial arteriovenous fistula. The balloon ruptured at 15 atmospheres for 30 seconds. It was further reported that the balloon was inflated twice during the procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon bursts while blowing it inside the patient's body. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable. It was further reported that the 50% stenosed target lesion was located in a 30% tortuous and 30% calcified radial arteriovenous fistula. The balloon ruptured at 15 atmospheres for 30 seconds.

Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The investigator was unable to inflate the balloon due to severe stretching damage to the shaft of the device. A visual examination found no issues with the balloon material. As per mustang specification the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft of the device had severe stretching damage at more than one location. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon bursts while blowing it inside the patient's body. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable. It was further reported that the 50% stenosed target lesion was located in a 30% tortuous and 30% calcified radial arteriovenous fistula. The balloon ruptured at 15 atmospheres for 30 seconds. It was further reported that the balloon was inflated twice during the procedure.